Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) was selected for use. Transseptal puncture (tsp) was performed using the versacross connect system with the watchman trusteer sheath, with intracardiac echocardiography (ice) guiding the process. Ice imaging showed septal tenting. Radiofrequency (rf) energy was applied, and the wire was advanced but failed to cross the septum. A second rf attempt was made which also failed. At that point, anesthesia noted a significant drop in blood pressure from 110 to 60 mmhg. Pressors were administered, and an effusion check was performed using ice and transthoracic echocardiogram (tte), revealing a pericardial effusion near the right atrium. Protamine was given, and pericardiocentesis was performed, draining 140cc of fluid. A drain was left in place. The patient stabilized and was transferred to the intensive care unit (ICU) . There were no further complications, and the patient was discharged.